Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2009 for dislocations. The revision operative note also indicated that the patient had 2000ml's of blood loss during the operation. The doi of the implants involved is unknown as the medical records for the previous revision of (B)(6) 2006 hasn't been involved. The revision note of (B)(6) 2009 also indicates an non-healed/displaced greater trochanter fracture that was cabled. This fracture is covered within (B)(4).

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
UDI: (B)(4).